Manufacturer narrative:
Visual inspection verified that the device had been used and had surgical remains attached. T1, t2 were not returned for the device. Sutures were not returned for the device. The device shows no obvious damage. No mechanical problem was found with the device returned. The device cycles and actuates. There is no apparent twisting or bending of the delivery needle. No root cause related to the manufacture of the device can be established. No further investigation is warranted. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that during a procedure the t2 implant failed to deploy from the device. No patient injury or complications were reported.